Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had a follow-up today with a nurse practitioner. An explant will be scheduled. The patient states that they have been having intermittent ¿shocking¿ spastic like episodes since the battery replacement. Patient and their husband were adamant that the stimulator was causing the issue, so the provider advised removing the system as a result. There is no surgery date scheduled at this time, due to the busy end of the year, it will most likely be in 2026. The rep also wanted to note that the patient has a history of non-compliance with charging her battery and telling the provider that they have used their stimulator when in fact the usage was at 8%.

Event description:
It was reported that a patient experienced new pain unrelated to baseline and pain at the implantable neurostimulator site. Patient reports pain that has occurred since replacement (B)(6) 2025. States that this is not her normal pain, describes as ¿shocking¿ sensation that starts at implant site and moves down both legs and can spread throughout body. Rates as 10/10 in severity. No known moi or changes in status. Pain is unrelenting, patient states that increasing and decreasing scs intensity has not affected pain. Incision shows no signs of symptoms of infection, which was also ruled out by hcp during post op follow up today. Was unable to interrogate ins due to depleted battery, which would indicate that patient is not receiving stimulation at this time. Patient did not have recharger with her at time of post op visit. Hcp is requesting new programs to see if they would help with new pain complaints which we were unable to do today. They plan to arrange another post op follow up with the patient to interrogate her ins and give her new programs. She was instructed to charge before next follow up visit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.